Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving a ¿hi¿ (readings greater than 500 mg/dl) error message on the sensor when compared to a competitor brand meter results of 243 mg/dl and 270 mg/dl. Based on the sensor scan, the customer self-treated with an unspecified dose of insulin and consequently experienced dizziness, nausea, body pain, and headache. The customer was treated with orange juice and candy by the spouse and no further information was reported. There was no report of death or permanent injury associated with this event.